Event description:
It was reported that this pacemaker reverted to safety mode. The patient is not dependent. Technical services (ts) was consulted and discussed safety mode settings. Technical services (ts) recommended device replacement. Subsequently this device was explanted and successfully replaced with a device from a different manufacturer. No additional adverse patient effects were reported.